Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positive. "

Manufacturer narrative:
Investigation summary: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6). Customer indicated about the false positives. No erroneous results were reported to doctors, and patients were not impacted. The bd service communicated with the customer and confirmed that the issue is not related to the instrument. This is an unconfirmed failure of the bd product. The root cause is unknown. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 1/30/2013. Service history review was performed for this instrument revealed previous complaints for (pr# (B)(4)) false positives resolved by version upgrade. Samples received consisted of log files. After reviewing the log files, investigation revealed that the false positives were not related to the instrument. The root cause was unable to be determined. Bd quality will continue to closely monitor for trends associated with this failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec" fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positive."